Manufacturer narrative:
Additional MDR's associated with this article: 3025141-2019-00038: case 1, 3025141-2019-00039: case 2, 3025141-2019-00040: case 3.

Event description:
After an acutrak was implanted, the screw was protruding into the scaphotrapezial joint; revision surgery was pending. Case 4. From: article: percutaneous screw fixation versus conservative treatment for fractures of the waist of the scaphoid. Mcqueen, m. M.; gelbke, m. K.; wakefield, a.; will, e.m.; gaebler, c. J bone joint surg (br) 2008; 90-b:66-71.